Event description:
It was reported, the patient¿s implantable neurostimulator (ins) was ready to come ¿through/rip¿ out of their body for the third time. Additional information received reported the implantable neurostimulator (ins) came through the skin the first time in 2009 or 2010. The reporter stated, it was repaired by their healthcare professional. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 3778-45, serial# (B)(4), implanted: 2007 (B)(6); product type lead product ID 3778-45, serial# (B)(4), implanted: 2007 (B)(6); product type lead product ID 37742, serial# (B)(4); product type programmer, patient product ID 37752, serial# (B)(4), implanted: 2007 (B)(6); product type recharger product ID 3708140, serial# (B)(4), implanted: 2008 (B)(6); product type extension product ID 3708140, serial# (B)(4), implanted: 2008 (B)(6); product type extension. (B)(4).

Event description:
Additional information received reported that the patient was in a lot of pain and had not seen their healthcare professional (hcp) in 1.5 years. It was noted that the patient wanted to get into contact with a manufacturer representative. It was later reported that the patient still didn¿t have a doctor and was still in pain. It was later reported that the patient¿s implantable neurostimulator (ins) was eroding through his skin. It was noted that the last time the ins was ¿put in¿ was in (B)(6) when the patient slipped and it ¿came all the way through.¿ it was reported that ¿they had to put it in deeper¿ and it wasn¿t ¿coming through quite yet.¿